Manufacturer narrative:
The cassettes were returned, and review of the patient's false negative red blood cell results were analyzed. An investigation was conducted on the returned cassettes from the impacted lot. As part of the investigation, the production records for the instrument and reagent were reviewed which showed no indication of a potential systemic cause for a false negative red blood cell result. Additionally, the returned cassettes were tested using in-house instruments with a positive control. Based on the data collected, the customer¿s report of false negative red blood cells from the lot was not observed. The customer's reported issue was not reproduced. The cause of the event is unknown. No product problem detected.

Event description:
The customer alleged that four patients produced false negative red blood cell (rbc) results on the novus while using the novus cassettes 450 lot. Comparison testing was performed on the uas800 (sediment test) which yielded a positive result. There is no report of injury due to this event.

Manufacturer narrative:
Initial investigation led to a discussion on having a service engineer to be dispatched and inspect the instrument. Customer reported that internal and external quality controls are all passing. Reagent is being requested back for further investigation. The cause of this event is unknown.